Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages, false asystole events) was confirmed. As received, the electrode belt failed an ECG falloff test. Upon investigation, the electrode belt trunk cable was cut, severing the brown (-5v) wire in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's belt was causing excessive "adjust belt" messages and false asystole events.